Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that, after removing the serter, only the needle came out of the plastic and was defective. The customer's blood glucose reading was 178 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.